Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station CPAP with an allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.